Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to login and was unable to see the features. The technical support specialist (tss) dialed into the server, verified the user identifier, identified that the role was assigned and also verified that the role, device, area and unit was also assigned. Tss stated that some accesses were missing but that did not seem to be a problem. Tss also verified the database and confirmed that all other users were in the role too. Tss mailed the user for the user identifier to perform comparison, but no response was received from the customer, and the case was close. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access any features upon logging in and could only view discrepancies, user preferences, and maintenance. The user had already consulted with the pharmacist, who confirmed that the user¿s name was not on the authorized list. The user also contacted hospital it; however, hospital it provided the tsc contact number for further assistance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.